Event description:
It was reported that when the foley catheter was opened, the tip was bent in a j-shape. When it was removed, it was straight, so it was inserted as was, but no urine flow was observed, so it was removed. The tip came out bent, damaging the urethra and causing bloody urine. The actual item was discarded because it had blood on it.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6), a local independent administrative institution, hiroshima prefectural hospital organization. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to operator's handling method that caused bent/kinked shaft/dent. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was opened, the tip was bent in a j-shape. When it was removed, it was straight, so it was inserted as was, but no urine flow was observed, so it was removed. The tip came out bent, damaging the urethra and causing bloody urine. The actual item was discarded because it had blood on it.